Event description:
Customer reported that a cracked screen issue occurred. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from the technical support team, and no further information regarding corrective actions was obtained.